Event description:
It was reported to boston scientific corporation that the suture broke during suturing. The suture with the needle at the end remained inside the cage of the capio suturing device. Reportedly, no damage was noticed to the device. The patient was reportedly over age 18. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿ok.¿

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The returned capio device was found to be within specification during visual analysis. However, a needle was received inside the cage of the capio device, detached from the suture. During functional analysis, the capio was actuated with a suture three times and no anomalies were observed.

Manufacturer narrative:
The reported event of suture broke.

Event description:
It was reported to boston scientific corporation that the suture broke during suturing. The suture with the needle at the end remained inside the cage of the capio suturing device. Reportedly, no damage was noticed to the device. The patient was reportedly over age 18. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿ok.¿